Event description:
It was reported the device was used during a laparoscopic cystectomy. It was reported the flapper valve gasket fell off the trocar into the pt's abdomen. The gasket was removed laparoscopically. Another 512hn was opened to complete the procedure. There was no consequence to the pt.